Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that blood sugar was 599mg/dl last night. She stated the customer had been having high blood glucose in the morning for the past year. She usually wakes with blood glucose of 400mg/dl. Customer stated she treated the high by propping her feet up and sleeping. The blood glucose went down to 400mg/dl something, and when she got up this morning the blood glucose were 74mg/dl. Customer stated she tried to bolus but nothing came up. The customer checked her blood glucose and they were 596mg/dl. The customer did not treat the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer stated the drive support cap appears normal (slightly indented). The insulin pump will not be returned for analysis.